Event description:
Pca tubing leaking from hub. Obtained two more and they both leaked. The technique of nurse was evaluated by two others. No problems noted. Leaks noted around hub of pca syringe adaptor. The baxter representative was notified of the problem. Two different lot numbers were found: ur 365577 and ur 345363.